Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2019. On (B)(6) 2019, the patient experienced inaccurate cgm values one day after the sensor was inserted in the arm. The patient experienced unconsciousness while he was driving his car and reported that the last cgm was reading was between 70 and 80 mg/dl, no blood glucose reading was reported. Because of the loss of consciousness, the patient suffered a car accident, and he regained consciousness inside the ambulance. The patient was brought to the hospital where he was admitted for 5 days and received an unspecified treatment with glucose. Besides this the patient reported that he received treatment with amlodipine and candesartan but did not specify for which diagnosis. It was reported if the patient suffered from traumas suffered from the car accident. Two weeks after the hospitalization the patient was in a stable condition again. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.